Manufacturer narrative:
On 01/17/2007, bbmi - received a nationwide recall notification from am2pat inc. Initiating a nationwide recall of all lots of heparin and saline pre-filled syringes, which included catalog #513587. Am2pat inc manufactures these pre-filled syringes under both their private label, sierra pre-filled inc., as well as under the b.braun medical inc. Label. Based on an ongoing FDA inspection of am2pat inc's facility, it has been determined that there is a potential for the sterility of these lots to be compromised. B.braun inc. Immediately notified all customers of this recall.